Event description:
It was reported that the epicardial right ventricular (rv) lead exhibited high thresholds with occasional loss of capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addrl1, implanted: (B)(6) 2014. (B)(4).